Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was not receiving effective therapy due to lead migration. Surgical intervention was undertaken on (B)(6) 2024 during which the lead was disengaged, and a new lead was implanted. The inactive lead was left implanted. Therapy was restored post-surgery.

Manufacturer narrative:
D4: added UDI number.